Event description:
During a liver ablation procedure, while inserting the electrode into the needle guide it was noted that the coating had partial peeled. The procedure was rescheduled to the following day when anothe device was used to successfully complete the procedure. No pt complications resulted from this event. This device has not been received for eval. Therefore, no failure analysis is available and co is unable to determine if the device met its specifications. A lot search was peformed and revealed no other complaints to date on this lot number. Co believes user technique may have contributed to this event. However, co is unable to determine the relationship between the device and the cause for this event.